Event description:
Subsequent to filing the initial report, the following information was received: clip arm angle prior to deployment was about 20 degrees. After deployment it was around 30 degrees. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open while locked) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve but the clip opened when attempting to deploy after pulling the lock line. The arm positioner was tightened and the clip was still able to be deployed. Final arm angle was tested once the clip was closed again and the final arm angle was fine. Two clips were deployed, reducing mr to 1-2. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.